Event description:
The patient presented to the physician with erosion of the stimulation lead body at the neck incision site after manipulating the area. Initial management included a prescription for oral antibiotics. Three days later, the patient was taken to the or. The stimulation lead was repositioned and tucked, the incision site was irrigated with iodine solution, and the wound was closed. The patient will continue with a 30-day course of antibiotics.